Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during the procedural preparation of a 7x39mm omni link elite balloon expandable stent (bes) that some of the stent struts were noted to be missing [separated] and some were flared. Therefore, the device was replaced with a same sized omni link elite bes and the procedure was continued. There was no patient involvement nor clinical delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement and material deformation of the stent was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the bes was prepared before the stylet/sheath was removed. It should be noted that the omnilink elite instructions for use (IFU), states: remove the protective cover from the tip. Attach the syringe with hepns to the guide wire port. Flush until fluid exits the distal tip. Prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. In this case, it is unknown if the IFU deviation contributed to the reported event. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. It is possible that inadvertent mishandling during sheath/stylet removal in combination with the user error of device preparation prior to sheath removal may have contributed to the reported stent dislodgement and subsequent material deformation of the stent; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 2017 incorrect prep. H6 - medical device problem code1562 was removed and code 2923 was added.

Event description:
It was reported during the procedural preparation of a 7x39mm omni link elite balloon expandable stent (bes) that some of the stent struts were noted to be missing [separated] and some were flared. Therefore, the device was replaced with a same sized omni link elite bes and the procedure was continued. There was no patient involvement nor clinical delay. Subsequent to the initially filed report, the device was received and the return device analyst revealed that the bes use state did not match as there was blood along the device, and the stent appeared to be dislocated with no separations noted. The account confirmed the correct device was returned and noted that when they stated the stent was missing they meant dislocated. In addition it was noted that the device was not used in the anatomy and the source of blood came from preparation and handling. Lastly it was noted that the bes was prepared before the stylet/ sheath was removed. No additional information was provided.